Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient had out of range (oor) impedances that were greater than 10,000 ohms on electrodes 9 and 14. The cause of the event was undetermined. The impedances were checked on (B)(6) 2019, at a regularly scheduled patient meeting. The issue as not resolved. It was indicated that the patient had two leads implanted, and it was unknown which lead/lot number had electrodes 9 and 14. No surgical intervention occurred or was planned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient is not programmed on the involved electrodes. The programming is satisfactory. No further actions are planned at this time. No further complications were reported.